Manufacturer narrative:
Approximate age of device: the approximate age of the pump was 5 years and 1 month. No further information was provided. The patient remains ongoing on the replacement device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2014. It was reported that the patient experienced several pump stops at home while on battery power, contacted the hospital, and was admitted. Log files confirmed the pump stops and x-rays were taken. The external portion of the percutaneous lead was manipulated and investigated but the pump stops were not reproduced. When the patient stretched the pump stops reoccurred. The hospital suspected internal percutaneous lead damage that was causing a short-to-shield condition. A pump exchange was performed on (B)(6) 2019. No further information was provided.

Manufacturer narrative:
Section d4, d10, h3, h4: additional information. Manufacturer's investigation conclusions: the report of a suspected driveline issue could not be confirmed during the evaluation of the returned segment from the heartmate ii lvas, serial number (B)(6). The submitted log files showed intermittent pump stops. The captured events occurred while operating on battery power. Additionally, damage to the external jacket was confirmed through this investigation. The pump was returned with the driveline cut approximately 1¿ from the pump housing. A distal segment of approximately 27¿ was returned separately. The internal portion of the driveline was not returned. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the driveline did not reveal any damage to the insulation of the wires. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that could have contributed to an electrical short. The evaluation of the returned driveline segments did not reveal a device related issue that would have contributed to a functional issue. Incidental finding: examination of the driveline revealed rescue tape applied to the external jacket from approx. 1¿ to 15¿ from the controller connector due to damage to the silicone jacket. The device was rebuilt and functionally tested under loaded conditions; the device operated as intended. The pump was connected to and operated on a standard h-q water loop using a test system controller, power module, and system monitor according to document # 10001785 rev. C, hmii hydraulic qualification (hq) test procedure. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents outline all system controller alarms as well as how to respond. No further information was provided. The manufacturer is closing the file on this event.